Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -2.5/+3.0/162 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted as an emergency in the hospital. The lens was explanted because of excessive vault, significant reduction of patient's irido-corneal angles (ica), and pupil block with elevated iop. The problem was resolved with the explant.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a specimen cup. Visual inspection found no visible damage to the lens. (B)(4).